Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) was used to capture joint laxity. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot null device history batch null device history review null.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right knee revised to address pain, flexion instability and aseptic loosening of the tibial base plate at the cement to implant interface. Revising surgeon stated that the femur was well-fixed, but internally rotated, with a lateral gap. He also indicated that the patella component was well-fixed, but positioned laterally on the native patella bone, with plenty of medial bone uncoverered. Because of tracking concerns with the patella's placement, surgeon elected to revise. The tibial component was loose, at the cement to implant interface. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).